Event description:
The ge oec 9800 fluoroscopy system had the wheels lock and the system would not move.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the c-arm mainframe wheel chain had been damaged and would not allow the system to move. The chain drive was repaired to restore system function and mobility. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.